Manufacturer narrative:
Intuitive surgical inc., (isi) received the units involved with this complaint and completed the device evaluations. The failure analysis results are as follows: the reported failure was confirmed. The rac was installed and tested in the pca test system and upon power up, it failed with an error 25580. The problem was caused by the rdm 1 (rac drive module). The reported failure could not be reproduced on the ecm; however the error was confirmed to have occurred via error logs. Visual inspection was performed. The arm was installed onto the system and it powered up. Sine cycle and a test drive were also performed without any issues. Tests performed via matlab passed as well. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted surgical procedure, the customer encountered a recoverable fault. The customer was unable to recover from the fault and removed all instruments to attempt a power cycle; however, the fault was non-recoverable and the customer attempted a second power cycle with no success. The issue persisted and the customer made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) conducted a site visit and was able to reproduce the reported failure. To resolve the issue, the fse replaced the endoscopic camera manipulator (ecm) and remote arm controller (rac). The ecm is the camera arm located on the patient side cart (psc) which provides the sterile interface for the 3d endoscope. The rac refers to the printed circuit board that receives signals from the rac control module (rcm) which performs all of the control, monitoring, communications, and upper-level safety functions.